Manufacturer narrative:
Complaint is not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause of the reported failure is use error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 02/16/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device was unable to maintain the pressure, no impact reported. This was discovered during use with no impact to the patient.